Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using cold insulin, reusing insulin, and wearing the infusion set for 3 days. Tandem clinical support informed customer that using cold insulin, reusing insulin, and wearing the infusion set for 3 days. Is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.